Manufacturer narrative:
(B)(4). Part 902-dmf25-s lot# g2009g04 hub pulling off needle when removing from patient. The affected needles are requested to be returned to gort for investigation.

Event description:
Hub is pulling off the needle when removing from patient.